Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule was defective and failed to attach. There was no harm caused to the patient and no intervention required. There was nothing unusual about the patient or the procedure that may have lead to this event. An endoscopy has been performed prior to the bravo procedure and the esophagus appeared to be normal. The vacuum source was medela and the vacuum pressures were set at 550mmhg before the procedure. No lubricant was used to facilitate capsule placement. The capsule will be returned to given. The physicians who performed this procedure have been performing bravo procedure for many years and they stated that it felt different and felt something has been changed in the manufacturing. They stated that they have been feeling some resistance recently in all bravo procedures when removing the delivery device.